Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was performed. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.